Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user was struck by a truck while driving the power wheelchair on a side that runs behind a parking lot. Hoveround owner's manual warns end users "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic, cross roads at locations where you are most visible to motor traffic."

Event description:
End user's daughter reports, end user was hit by truck while driving power wheelchair on a sidewalk that runs behind a parking lot. End user was hospitalized as a result.